Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip. The pump was received without the original pump belt clip. No damage on the pump belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer reported that the numbers were starting to distort. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.